Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) the incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database was performed and identified no other incidents reported from this lot. Potential causes for physical resistance were considered, including manufacturing, patient morphology/pathology and user technique. There is no indication that the manufacture of the device or user technique contributed to the reported event. Resistance while inserting the steerable guiding catheter (sgc) may be influenced by patient anatomical morphology / pathology, such as tighter or tortuous femoral vein anatomy or challenging septal anatomy. The information suggests that the patient morphology/pathology (bend observed in the femoral vein ) contributed to the reported physical resistance felt while advancing the sgc. The reported patient effect appears to be related to procedural conditions. The patient effect of vessel perforation is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the femoral perforation that occurred during use with the steerable guiding catheter, which required a stent for treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was observed that the femoral vein had a bend. The steerable guiding catheter (sgc) was advanced and some resistance was felt with the anatomy. The procedure was continued without issue and one clip was implanted. The mr was reduced to 2+. As the sgc was removed, a perforation was observed in the femoral vein. The physician believes that this occurred during the sgc advancement. The perforation was treated with a covered stent and the patient was confirmed to be clinically stable post-procedure. No additional information was provided.